Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a non-vented high-volume inlet was not sealed. This issues was prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the bag primary packaging was not sealed across the bottom. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.